Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet system froze during a software update while the user was near the device with stable wi-fi, adequate charge, and no known signal interference, resulting in the device becoming unavailable and the user transitioning to backup therapy. Symptoms included no adverse clinical effects, with a reported blood glucose of 175 mg/dl and no hypoglycemia or hyperglycemia symptoms. Outcomes included interruption of automated insulin delivery and reliance on backup therapy without medical intervention or hospitalization. Investigation included review of alerts history, confirmation of update attempts, user education on force-quitting the mobile app and clearing cache, assessment of environmental and connectivity factors, and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction during the update process that resulted in system freeze and persistent error messaging, consistent with a hardware or firmware fault affecting the user interface and system restart functions. It was concluded that the cause was an update-related device malfunction.